Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the device history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that in a procedure to treat a mid left anterior descending artery (lad) lesion with 90% stenosis, a perforation occurred. The graftmaster stent was attempted, however the device could not cross to the perforation. A non-abbott microcatheter and tampon were used to treat the perforation. The patient's final outcome is reported to be satisfactory. No adverse patient sequela was reported. There was no clinically significant delay of the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.